Manufacturer narrative:
The t:slim g4 cartridge user guide states: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the luer-lock connection can result in under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer was going through fill tubing and did not see insulin come out of the tubing after delivering 19u of insulin. During troubleshooting with tandem technical support it was noted the cartridge luer lock was disconnected from the infusion set tubing. There was no impact to the customers blood glucose level. The customer was able to reconnect the connection and resume insulin delivery.